Event description:
It was reported that the patient's pump battery was at the end of life (eol). The patient experienced no associated signs or symptoms. The pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 286.3 mcg/day (simple continuous rate). The patient's pump had last been refilled/programmed on (B)(6) 2011. It was later reported that during the surgery to remove and replace the pump on (B)(6) 2011, due to its end of life, it was not possible to aspirate the catheter. It was found that the catheter was fractured. The patient experienced no associated signs or symptoms. The catheter was removed and replaced on the same date. The catheter fracture was noted to be "possibly related" to the device or therapy, and "unlikely related" to the implant procedure. The patient resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Catheter model 8709, lot # unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2011.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter. All previously reported patient and device codes will be updated to the following for this event: (B)(4).